Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage (drops) was found in the inner housing "behind the scale" of two (2) folfusors lv (large volume). The issue was identified during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the devices were manufactured from november 16, 2020 - november 17, 2020. H10: two actual devices and three companion samples were received for evaluation. The devices had not been filled or used by the customer. A visual inspection was performed using the naked eye which found a small amount of silicone oil located on the interior wall of the housings. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover/housing contact. Small amount of silicone oil from the bladder may potentially drip on the interior wall of the housing; this condition is cosmetic and has no impact on the function of the product. There is no manufacturing requirement that there be no silicone oil on the interior wall of the housing. Therefore, the returned products were found to be within the product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/05/2021.